Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an eval of device performance was not possible. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that the pt is having pain in her back ever since the shunt was implanted. According to the report, the pt is on pain medication.